Event description:
Pt was undergoing a "fistula" gram/angiogram of a dialysis fistula/av shunt in the left arm. A venous anastomosis stenosis was noted as well as a stenosis in the subclavian/vena cava blood vessel. During the angioplasty of the subclavian/vena cava a 12mmx4cm power flex balloon was used. The second procedure, the central vessel angioplasty, a 12mmx4cm catheter was used. A 14mmx4cm balloon was requested by the physician. The angioplasty was performed three times with the 14mmx4cm balloon, 10 seconds at 7 atmospheres, 7 seconds at 9 atmospheres, and finally 10 seconds at 10 atmospheres. At the last inflation the balloon ruptured. The balloon was able to be inflated to 90% but not to 100% before rupture. The manufacturer's label on this product states the nominal pressure is 4 atmospheres, and the rated burst pressure is 6 atmospheres. While attempting to remove the balloon from the sheath, the balloon and catheter came out with only approximately 1/4 of the remaining balloon attached. The physician removed the sheath, placed a bandage on the site and requested a micropuncture. The physician reaccessed the graft and called the case. A portion of the balloon remained in the pt and the physician acknowledged this fact. Pt was admitted for observation over night and then discharged the follwoing day with instructions to be alert for any pain in the body and to go to an emergency room if this occurred.